Event description:
Mandatory user facility medwatch received from the customer reporting an adverse pt event due to an operator error in programming. The report states, "it appeared pump was not set properly-settings were 1 mg/cc instead of 5 mg/cc." The customer was contacted for further info. It was reported that the pump was programmed at 11:30 am in 2002 in the continuous + pca mode to deliver 1 mg/cc of morphine, instead of the intended 5 mg/cc, at a 1 mg/hr of continuous infusion rate, a 1mg pca dose, a 10 minute pt lockout, and a 28mg 4-hour limit. The pt reportedly received 125mg of morphine over 16 hours, instead of the intended 25mg. At 4:20 am the next day the pt experienced hypotension with decreased urinary output and an oxygen saturation of 49%. The pt was successfully treated with a total of 3.0mg of narcan, 100% oxygen via face mask, and an unspecified IV fluid bolus. The pt was discharged in 8/02 with no reported adverse sequelae. Though requested, no add'l info was available.